Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct 29, 2009), sorin is filing this MDR at this time. (B)(4). Conclusion: the screw mechanism of the returned lead was determined to function properly, and this is validated by the physician when the fixation screw was extended during the attempted implant. The reported impossibility to retract the fixation screw was caused by permanent damage (fracture of the internal shaft) associated to the abnormal bending of the easyturn stylet by the physician.

Event description:
During the reported implant attempt, difficulties were encountered while operating the fixation mechanism of the device.